Event description:
Pt was treated on 3/8/96 in the glabella and nasolabial folds. On 3/15/96, the pt noted and presented with erythema, swelling, induration, and pruritis at the glabellar treatment site. The physician diagnosed a possible hypersensitivity; no medical or surgical intervention was prescribed or planned. A follow up call on 10/23/96 revealed that the pt was seen with "lumpiness" at the glabella treatment site; the physician prescribed intralesional kenalog (date unk). On 10/23/96, the "lumpiness" persisited.